Manufacturer narrative:
The customer reported problem was confirmed. The device was repaired, passed all required testing and specifications, and released back to the customer. This device was evaluated and repaired through the service repair process. Upon visual inspection the service technician noted that they replaced front cover bottom; front corners cracked, rear case bottom front corners cracked, barrel clamp cracked handle, handles cracked, sizer sensor fail pm, carriage block worn split nut, flange gripper discolored, flange gripper wiper seal cracked, claws broken, left iui contaminated, right iui contaminated. Calibrated. A review of the device history record for sn (B)(4) was performed from date of manufacture 04/23/2015 to present date 11/21/2020, and confirmed that this device was not previously returned for servicing. Also, there were no production failures indicated on the source device.

Event description:
The customer originally sent in device for unknown, needs repairs/service. The customer clarified on (B)(6) 2020 that the 8110 was sent out due to plunger failure. No patient involvement was noted.